Event description:
It was reported that they had issues the past couple of months with leaks and complaints of patient discomfort related to the foley tray. Per additional information received on 08apr2024, foley was changed when pain or discomfort was reported by the patients. Staff told that on friday that they were still had a good number of patients complaining about discomfort. Also that there was some sort of vapor lock issue going on where they were not draining. When they finally drained it was 500-700 ml. No medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿static positive air pressure ¿. However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had issues the past couple of months with leaks and complaints of patient discomfort related to the foley tray. Per additional information received on 08apr2024, foley was changed when pain or discomfort was reported by the patients. Staff told that on friday that they were still had a good number of patients complaining about discomfort. Also that there was some sort of vapor lock issue going on where they were not draining. When they did finally drain it was 500-700 ml. No medical intervention was provided.

Event description:
It was reported that they had issues the past couple of months with leaks and complaints of patient discomfort related to the foley tray. Per additional information received on 08apr2024, foley was changed when pain or discomfort was reported by the patients. Staff told that on friday that they were still had a good number of patients complaining about discomfort. Also, that there was some sort of vapor lock issue going on where they were not draining. When they did finally drain it was 500-700 ml. No medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.